Event description:
It was reported that high pacing impedance and noise were observed. The noise was reproducible with pocket manipulation. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.